Manufacturer narrative:
Name: tandem,country: united states of america,street: 11045 roselle street,city: san diego,state: california,zip code: 92121.based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545,manufacturing site: 300344238.

Event description:
It was reported that patient faced an infusion set detached from the inserter/needle assembly during needle guard removal on (B)(6) 2026.